Manufacturer narrative:
Concomitant medical products: 3830-59 lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing of noise with increased threshold and impedance. The lead had high impedance and was suspect of a fracture on the pace/sense portion of the lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.